Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, the instrument gave a discrepant identification result. The phoenix identified staphylococcus lentus, and a biomerieux instrument identified staphylococcus aureus from the same sample. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported that their instrument has identification discrepancies with gram positive organisms. The customer reported that the phoenix m50 identified an organism as staph lentus while their vitek instrument reported the isolate as staph aureus. There were no errors reported on the instrument. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of (B)(6) 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, the instrument gave a discrepant identification result. The phoenix identified staphylococcus lentus, and a biomerieux instrument identified staphylococcus aureus from the same sample. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.